Event description:
It was reported that the pt had both their neurostimulators and leads (pt had bilateral implants) explanted due to continued pain despite reprogramming efforts. Additional info was requested. See manufacturer report 3007566237201010457.

Manufacturer narrative:
(B)(4).